Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic after lost-to-follow-up. High out of range lead impedance was observed. The patient will be back for further evaluation.